Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left shock will not even depress and the left wheel is stuck in the air.